Event description:
It was reported that approximately three years post port placement in the right internal jugular vein, a subcutaneous leakage was allegedly observed from the broken catheter site via an computed tomography (CT) scan. The distal catheter segment and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and leak issues and the identified wear and deformation issues, as a diagonal split was noted proximal to the cath-lock. A partial compound break was noted within the distal end of the cath-lock. Two radially adjacent splits were noted approximately 9.3cm from the distal end of the cath-lock. A circumferential split was noted approximately 9.6cm from the distal end of the cath-lock. A partial circumferential break was noted approximately 10.7cm from the distal end of the cath-lock. The edges of the diagonal split were noted to be sharp and jagged. Both edges of the partial compound break were observed to be non-uniform and jagged. The edges of both radially adjacent splits were observed to be jagged and rounded. Both the proximal and distal edges of the partial circumferential break were noted to be rounded and smooth. The surfaces of the partial circumferential break were noted to be rounded as well as glossy. However, the investigation is unconfirmed for the reported material separation issue, as no complete separation was noted on the catheter. The identified fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported that approximately three years post port placement in the right internal jugular vein, a subcutaneous leakage was allegedly observed from the broken catheter site via an computed tomography (CT) scan. The distal catheter segment and the port body were removed. There was no reported patient injury.